Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to faulty force sensor resistor. The insulin pump received with missing end cap sticker, cracked battery tube threads, reservoir tube, broken reservoir tube lip, minor scratched display window, and cracked case at display window corners.

Event description:
The customer reported via phone call that they received a compromised force sensor system alarm during a prime. Customer's blood glucose was unknown. Troubleshooting found the customer's drive support cap appeared to be normal. Customer could not recall pressing on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.